Event description:
Caller reported a pixel issue on pump display, resulting in the pump screen being unreadable. Blood glucose levels were not adversely impacted, remaining outside the critical range. The customer was instructed to use multiple daily injections as a backup therapy, put the pump into storage mode, and return the problematic pump with a prepaid label within ten days.